Manufacturer narrative:
The implant was returned and examined. The lot number was found to be different than the one originally reported. Additionally, the device was tested and there was no failure mode detected. The complaint is not confirmed. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that at mobi-c implant was not fully engaged on the peek cartridge when loading the implant onto the holder. A second implant of the same size was used to complete the surgery. No patient impact was reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of traceability and review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product still not returned to manufacturer for examination . Attempts have been made to collect additional information concerning the reported event, without responses yet. The investigation is in progress. Conclusion is not yet available. Product not returned.

Event description:
Mobi-c p&f us: implant seemed loose. It was reported by sales rep. That during a mobi-c surgery: mobi-c implant was not fully engaged on peek cartridge. Another device was opened and used to complete surgery without any further issue reported. No other information provided.